Manufacturer narrative:
Complaint number (B)(4). The filler was injected into the patient and is not available for return the event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. The product was used for an unapproved indication.

Event description:
The healthcare professional reported injecting 0.5 cc of evolysse smooth into the lips of a patient. Immediately following the injection, the patient experienced intense burning sensation in the lips which persisted. The patient was treated with benedryl and oral steroid taper. The burning sensation went away for approximately a week but returned the following week. Hylenex was used to dissolve the product; all symptoms have resolved.